Event description:
It was reported this catheter was placed for a rectal abscess drainage procedure. Twenty-four hours post placement, during injection of dehydrated alcohol, it was revealed the tip of the catheter had detached in the abscess. Uneventful retrieval with a snare followed. Another unit was successfully placed without pt complications. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's f/u revealed alcohol was injected into this catheter three times. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "this catheter is designed for percutaneous drainage of the urinary tract"